Manufacturer narrative:
Visual and additional analysis methods were performed on the returned device. The reported communication issue was unable to be confirmed due to the condition of the returned device (dried contrast throughout sheath and deformed sheath) which prevented functional testing. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation was unable to determine the cause for the reported communication issue. The returned catheter was unable to be functionally tested, however, the optical fiber of the returned catheter was confirmed to have remained intact. There were no damages, nor anomalies which could be attributed to the reported communication issue. In this case, it is likely that the signal of the catheter¿s radio-frequency identification device (rfid) was intermittently inhibited by liquid exposure (wet gloves); however, this could not be confirmed. The observed deformation and subsequent tear in the window tube are consistent with over-pressurization of the catheter while the lumen is obstructed (observed dried contrast in sheath), and likely occurred after the reported communication issue as the damage would have been noticed when the purged liquid exited from the deformation site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure the dragonfly optis imaging catheter was prepared; however, the device was not recognized by the system. The device was disconnected and reconnected but had the same issue. The procedure was completed without imaging. There was no patient involvement and there was no clinically significant delay in the procedure. Returned device analysis identified that the catheter was returned with the sheath and window tube twisted, resulting in a tear and twisting in the window tube material at the splice region. No additional information was provided.